Manufacturer narrative:
The suspect device was returned for evaluation. The complaint was confirmed and the root cause is attributed to clinical use and excessive force during use. A search of the complaint database was performed and no similar complaints for this lot number were found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
During an interventional radiology procedure, the tip of the impress catheter broke during a pull back maneuver after contrast image (pta). The distal end was became stuck due to a calcified vessel. The entire device was removed by the provider with no assistive devices. No patient injury.